Event description:
It was reported that insulin was found in the reservoir compartment, but the customer did not know where was coming from. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.